Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube o-ring. Insulin pump received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the tank connection on the insulin pump is broken. Customer also reported a missing ring on the insulin pump. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.